Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert for non-sustained lead noise. Review of the egms revealed potential myopotential oversensing. Programming changes were made. Patient will continue to be monitored.